Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported by the patient faced an issue of low blood glucose level on (B)(6) 2024 in the afternoon. He had changed his sensor and then his wife noticed his blood glucose was low,. The patinet underwent in emergency room and his blood glucose level was 48mg/dl at the time of hospitalization. The last infusion set was changed on (B)(6) 2024. He was given juice and sandwich as corrective treatment and after 2 hours he was discharged to home. No further information was available.